Event description:
Possible overdelivery reported: the pump was returned from clinical service with a note attached stating "button does not always work, requires pushing in at machine and infused 30cc of dilaudid in 3hrs and only recorded 5.8cc." The customer contact reports that there was no tracking (nurse, pt, location) info included on the note. There was no incident report generated with serial number attached. There was no reported pt harm. Though requested, there was no additional info available.